Event description:
(B)(4). I had terrible pain after the essure procedure. Mostly, abdominal and where my ovaries were. I made numerous trips to 2 different obgyns for them to dismiss my pain. Shortly after, I was diagnosed with an autoimmune disease and fibromyalgia as well as hashimoto's. I had a complete hysterectomy in (B)(6) 2015. I have had a few episodes of blood in my urine and still have chronic pain.